Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that they were contacted by the hcp stating that the patient was having to charge 3 times per week since he got the ins and therapy was intermittent. The rep reported that the patient was not on high density settings and impedances were healthy. It was noted that the patient didn't have a rechargeable ins currently registered to them. No further complications were reported.